Event description:
Reference medwatch 1219856-2008-00485 for first event involving same patient and intra-aortic balloon. It was reported by a call place to the hot line, that there was blood in the drive line and pump was still pumping. Registered nurse (rn) currently had pump off and wanted to know what could be wrong with it. Intra-aortic balloon (iab) was placed in 2008. Rn stated that there was a lot of blood coming back in drive line. Clinical support specialist (css) asked if he had any alarms and he stated there were no alarms and pump was pumping in autopilot. Css explained there could be a central lumen fracture since this occurred while they were prepping the patient. Balloon could still be intact, but central line fracture would allow blood to enter helium line. Css stated that they needed to replace the balloon catheter. Rn understood this and said they were going to do that now. Css asked the rn to save the balloon. Rn did not have time to give css the sn from pump or balloon.

Manufacturer narrative:
Follow-up report will be filed, if add'l info becomes available.